Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not show any errors. The downstream occlusion sensor will be replaced in service to correct the problem. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump has double beep no cassette alarm. No reported adverse effects.